Manufacturer narrative:
Continuation of concomitant: inogen x4 g148 ICD implanted (B)(6) 2014; 0295 lead implanted (B)(6).

Event description:
It was reported that the patient developed pacemaker syndrome due to loss of capture on the right atrial (ra) lead. The patient also had a partial occlusion of the right subclavian vein. A ra lead extraction was attempted, but the ra lead was attached to the implantable cardioverter defibrillator (ICD) coil of the current right ventricular (rv) lead. The physician then attempted to extract a previously abandoned right ventricular (rv) lead to gain access to the ra lead. However, the abandoned rv lead was also attached to the ICD coil of the current rv lead. A laser sheathe was used to remove the abandoned rv lead. The ra lead was capped and replaced. The patient's left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.